Event description:
It was reported that during a procedure of the moderately calcified, narrow mid renal artery, the 7.0 x 15 mm herculink elite stent delivery system (sds) met resistance during advancing in the 6 fr guide catheter and became stuck. The sds only with resistance was removed from the anatomy and the same guide catheter and a second 7.0 x 15 mm herculink elite sds were used in the procedure without incident. It was later noted outside the anatomy that the first sds shaft had separated and the stent had dislodged during removal of the herculink elite without the guide catheter. No device remained in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement and shaft separation were able to be confirmed. The difficulties with the guiding catheter could not be replicated in a testing environment due to the damage noted to the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the herculink elite peripheral stent system instructions for use (IFU) states: should unusual resistance be felt at any time during either lesion or duct access, or during removal of an undeployed stent, the stent system, wire, and guiding catheter should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the reviewed information, no product deficiency was identified.